Event description:
This css console was not in use with a patient. The customer reported that the css console was being used for training, and the vacuum worked in the morning but stopped working in the afternoon. A syncardia clinical support specialist evaluated the css console onsite and reported that the vacuum potentiometer, located on the alarm panel, was not operating properly. The alarm panel was replaced on site, and the css console passed the console test validation protocol. This alleged failure mode poses a low risk to a patient, because the issue was observed when the css console was not supporting a patient. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions, because the css console does not require vacuum to achieve appropriate cardiac output. The alarm panel that was removed from the css console will be evaluated at syncardia, and the results will be provided in a supplemental MDR.